Event description:
It was reported by the patient that the clinic was not receiving automatic transmissions from the previously working remote monitor. The patient said that the start/stop button was unresponsive on the monitor. The monitor was to be returned. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the clinic was not receiving automatic transmissions from the previously working remote monitor. The patient said that start/stop button is unresponsive on the monitor. The monitor was returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the monitor was analyzed and the reported event could not be confirmed, no anomalies were found.